Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-8216-70. Serial number: (B)(4). Batch/lot number: 19772740. Model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the patients scs device was no longer providing relief. The patient underwent an explant procedure wherein the entire scs system was removed.